Event description:
It was reported that, this right atrial (ra) lead exhibited high impedances out of range. The field representative requested help to turn off the ra sensing. Boston scientific technical services (ts) guided the field representative through the programmer screens to turn off the ra sensing. This ra remains in service. No adverse patient effects were reported.